Event description:
It was reported by the customer "(B)(6), 2024 due to the need for the patient's condition for the PICC catheter for lymphoma; (B)(6), the nurse for the patient through the PICC catheter infusion of chemotherapy drugs bisoprolol bisabolol, found that there are drugs and liquids along the pipeline oozing out, and immediately stop the infusion; after inspection, found in the use of saline flushing tube, the exposed section of the pipeline between the 34cm-35cm of the liquid outflow, to be cut and continue to use; patient redness of the skin tissue around the tube placement site, with an area of about 4cm*0.3cm, the patient was given a wet compress of dexamethasone + lidocaine + saline, and continued to be closely observed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking groshong nxt is confirmed; however, the exact cause is unknown. Two photographs of a groshong nxt was returned for evaluation. An initial visual observation of the photographs showed a groshong nxt placed in a patient¿s arm. Evidence of use as well as biological residue is observed on the sample in the photographs. There appears to be a leak of infused fluid mixed with bodily fluid from the insertion site. Although a leak is observed, no details or distinguishing features of the damage can be discerned from the returned photographs which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer "(B)(6) 2024 due to the need for the patient's condition for the PICC catheter for lymphoma; (B)(6), the nurse for the patient through the PICC catheter infusion of chemotherapy drugs bisoprolol bisabolol, found that there are drugs and liquids along the pipeline oozing out, and immediately stop the infusion; after inspection, found in the use of saline flushing tube, the exposed section of the pipeline between the 34cm-35cm of the liquid outflow, to be cut and continue to use; patient redness of the skin tissue around the tube placement site, with an area of about 4cm*0.3cm, the patient was given a wet compress of dexamethasone + lidocaine + saline, and continued to be closely observed."